Manufacturer narrative:
Initial and final MDR (B)(4). E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in austria. On (B)(6) 2024, patient's mother reported that the infusions set came loose while swimming and tape was not sticking. No further information available.